Event description:
The patient ¿had some complications¿ after implant. The patient had ¿major headaches¿ that started immediately after implant and got increasingly worse. They had to do a blood patch. The patient was in the hospital for a week instead of one or two days. As of the date of this report, the patient was ¿doing better¿; the headaches had gotten better, but she still got them. The device system was delivering morphine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8590-1, lot# n499955, implanted: (B)(6) 2014, product type accessory; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).